Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 45 mm. The stent has been partially released. The proximal end of the stent is located about 2 mm distal to the proximal radiopaque marker. The outer shaft is slightly flared at its distal end. The distal stent stopper is deformed. These findings indicate that the stent was pulled in distal direction, which was most likely a consequence of the partial stent release and potentially induced during device withdrawal. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. The handle was returned closed and undamaged. The proximal outer shaft portion is well sliced and has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the distal sfa. The pulsar-18 was delivered to the lesion and the safety tab was removed, but the stent could not be released. It was found that the delivery shaft was fractured. The whole system was removed, and another stent was used to finish the procedure.